Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Not returned.

Event description:
The affiliate reported: it was reported that the foreign matter had been found inside the sterilized package. The product had already been discarded at the hospital. No other details are provided. There were no surgical delay greater than 30 min and no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.